Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. A partial lead with the distal tip measuring 53.0cm was returned for analysis. External insulation abrasion was noted at 7.0-7.3cm and 32.3-32.6cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 13.1-14.5cm from the distal tip. The etfe coating was intact at these locations.